Event description:
While mom was holding baby, the baby's PICC line snapped. The pa arrived at bedside and removed the remainder of the line. Per registered nurse who examined the dressing, the clear "heart" on the PICC line was not underneath the tegaderm and was only secured by steristrips.